Manufacturer narrative:
Concomitant medical products: 407458 lead, implanted: (B)(6) 2003. Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that multiple partial resets occurred before a full device re-set occurred. The physician hit continue instead of clear when pop-up came up on programmer screen. The battery longevity is currently unavailable. Physician tried re-interrogating within the same clinic session and the status remained unchanged. The session ended and the device was re-interrogated with the same result. Oversensing was noted on the right atrial (ra) lead. The ra lead and ipg remain in use. No patient complications have been reported as a result of this event.